Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a heartmate ii to a heartmate 3 exchange on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account. The patient underwent a heartmate ii to heartmate 3 pump exchange on (B)(6) 2022. Multiple attempts were made to obtain additional information from the customer regarding the event and product return status; however, no additional information was provided. If the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), is returned to abbott at a later date, this file may be reopened to include the evaluation of the device. The hmii lvas IFU, rev. C, is currently available. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10oct2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information was received that this event was determined to be a duplicate to MFR# 2916596-2022-10245. The investigation findings were submitted on MFR# 2916596-2022-10245.